Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was a short. Contacts 0-1 were 34 ohms at 3v. Contacts 8-11 31 ohms at 3v. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the rep indicating the cause of the short remained unknown and the short had not been resolved. The patient was still receiving therapy.